Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the pulse generator exhibited post-paced t-wave oversensing on the ventricular lead. It was noted that the patient did not receive therapy during the oversensing episodes. Programming change had been made. The patient remained asymptomatic.